Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the stimulator didn¿t work. It was noted that the patient was undergoing chemo and they may have turned the ins off. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 4351-35, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the stimulator not working was not determined. It was noted that since the time the patient had the battery, there had been a dysfunction of lead 3, necessitating programming of the device in a unipolar configuration; the can was positive, lead 2 was negative, and lead 3 was left neutral. It was reported that the patient had good response with these settings. The patient developed recurrent breast cancer that was metastatic to the bone and their device was turned off on (B)(6) 2017 prior to undergoing replacement of their chemo port. The patient did not follow up with the hcp after that visit. No further complications were reported/anticipated.